Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, balloon rupture occurred. Vascular access was obtained via the left femoral artery through anterograde approach. The 99% stenosed target lesion was located in the severely calcified and mildly tortuous mid left superficial femoral artery. The 5.0mm x 5.0 x 20, 75cm mustang balloon catheter was advanced to the lesion for predilation. Due to severe calcification and stenosis of the lesion, difficulty crossing was encountered. On the first inflation, the balloon ruptured at 16 atmospheres. Even though the balloon ruptured, the lesion was dilated to some degree. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).